Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified location of the separation, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device in a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, three prostyles "snapped/did not work". Another box of prostyle devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.